Event description:
On 11/9/94: mtp joint arthroplasty with total hinged implant. 10/25/96: dorsal fluctuant cystic mass. 4/21/97: radiographic evaluation MRI revealed suspected granulomatous reaction. 7-10-97: removal toe implant.